Event description:
During removal of double j urinary stent a piece of galt stick (lot number g21012090) .018 wire broke off inside the patient's right kidney. Md attempted and took approximately 2 hours to snare and remove this piece - unsuccessfully. Wire remained inside patient at conclusion of procedure.